Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and the system performed as intended. It was not possible to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that outside of a procedure, there was a mobile view station (mvs) boot up error on the database of the imaging system. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.